Event description:
Customer reported rapid battery depletion. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, and no additional information was provided regarding corrective actions or outcome of the event.